Event description:
It was reported to medtronic minimed that the customer experienced software error. The customer reported no adverse event. The event involved product(s) mmt-6122. Troubleshooting was performed. No harm requiring medical intervention was reported. No product return is required for mmt-6122.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. "An attempt to reproduce the reported event using fota app version 1.3.4 installed on iphone 8 (os 16.7.4) with mmt-1880 pump (software version 6.10.4) was conducted and confirmed the issue is not reproduced. One attempt was performed to reproduce the issue. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in requirement 3551311 document d00459457, version g. After investigating and testing, we have determined that the fota app meets all requirements, and no issues were found. Based on the analysis of the logs, it was found that ios 16.7.7 on user's iphone 8 did not generate token required for verifying the integrity of the mobile device. So, without completing this integrity check, app will not be able to pair with the pump. The helpline was asked to provide the user to try out the following steps and see if the issue can be resolved: 1. Delete the updater app. 2. Restart the iphone. 3. Install the updater app from the app store. 4. Login into the cl account using the updater app. 5. Try to pair the app with the pump. If the above steps do not resolve the problem, the dev team asks the helpline to recommend the user to use another compatible ios or android phone to update the pump firmware. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.